Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the distal tip of the connector at the raised circumferential ring around the peritoneal dialysis catheter is splitting. The patient was admitted to the hospital where the catheter was cut, and a new adaptor was fitted. The patient has since received a new kidney and the peritoneal dialysis catheter has been explanted.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found. Corrective actions are in process.